Event description:
It was reported that physician and patient were unhappy with the longevity of the device battery. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage was approaching recommended replacement time (rrt) as the weekly battery voltage trend data in save to disk file (B)(4) shows min bat from 2.907 to 2.634 volts between (B)(4) 2011 and (B)(4) 2012 is before device rrt <= 2.6251 volt.